Event description:
Reportedly, the subject device does not turn on; whereas the power cable was connected to an electrical outlet.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject device does not turn on; whereas the power cable was connected to an electrical outlet.